Event description:
Additional information was received that the patient contacted boston scientific technical services (ts) and discussed his previous pacemaker issues he noted that as previously reported he went into cardiac arrest, his brother did CPR and he had external shocks in the ambulance. He stated he went into a coma for approximately two weeks. A new device was implanted during that time. After the implant he had pneumonia and was hospitalized for six months. A field representative contacted the physician who stated the patient previously had ventricular fibrillation (vf) arrest, which the pacemaker could not treat. The pacemaker was explanted and an implantable cardioverter defibrillator (ICD) was implanted. The physician further noted that the coma was due to the vf arrest and the prolonged hospitalization of pneumonia was not related in any way to the implant procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was concerned about the function of this pacemaker. It was reported that the patient was hospitalized and externally resuscitated. This pacemaker was explanted and the patient was upgraded to an implantable cardioverter defibrillator. Attempts for additional information were made but no further information was provided. No additional adverse patient effects were reported.